Event description:
Clinical rationale: a 43-year-old female with cardiomyopathy was supported with an impella cp (B)(4), gu case (B)(6) implanted on (B)(6) 2025 at 10:30 am via a right surgical axillary/subclavian arterial access. On (B)(6) 2026, plasma free hemoglobin (pfhgb) measured 90 mg/dl, decreased from 100 mg/dl the previous day. The treating intensivist attributed the transient elevation in pfhgb to intravascular volume depletion, and the patient was subsequently administered IV fluids. There were no bleeding complications. The patient later underwent an orthotopic heart transplant, at which time the impella was successfully explanted. The patient survived the procedure, and the device is available for return. The reported failure mode was hemolysis. The transient elevation in plasma free hemoglobin was medically attributed to volume depletion rather than a confirmed device malfunction. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer. The device went to the hospital pathology department which is aware to hold the device for it to be returned for evaluation. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Correction report to capture coding changes related to 1220648-2026-01309-1.

Manufacturer narrative:
This is a duplicate report of 1220648-2026-02117. All future information will be reported under report 1220648-2026-02117.